Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). A visual examination revealed that the jacket peeled, exposing the corewire tip approximately 143.2 cm from the proximal end with a length of 20.5 cm. There was no evidence of core wire fracture. The device shows the distal tip detached in the section loaded in the foreign catheter. The catheter and the jagwire were stuck. The complaint is consistent with the returned device that the jacket presented with a section peeled and the distal tip detached, exposing the tip of the core wire. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage,also including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. No human patient is involved in the problem reported, therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stent implantation procedure performed on (B)(6) 2013. According to the complainant, during procedure, the nurse noticed a difficulty in pushing the jagwire through the catheter. After placing the guidewire into the bile duct, the nurse tried to withdraw the guidewire but was unsuccessful. The physician removed the catheter with the jagwire guidewire. The procedure was completed with a dreamwire guidewire. There were no patient complications reported as a result of this event. Investigation results revealed on (B)(6) 2013 that the distal tip of guidewire had detached, exposing the corewire and making this a reportable event.